Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with a 26 millimeter (mm) non-medtronic balloon due to it being standard for the implanting physician. The valve was then inserted into the patient and deployed to 80%, were it was then noted that the valve was positioned too deep. Subsequently, the valve was recaptured and then repositioned before it was deployed to 80% again. At 80% deployment, it was again noted that the valve was positioned too deep. Resultingly, the valve was recaptured for a second time. On the third deployment attempt, the patient became hypotensive prior to valve deployment. After the valve was deployed, cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram and angiogram were then obtained, which showed no evidence of annular rupture or pericardial effusion. Ultimately, the patient died. Per the physician, coronary embolism was a potential cause of patient death. Per the physician, the procedure did cause/contribute to the patient death. Per the physician, coronary embolism following the post-implant bav was a potential cause of death. Additional information was received that the cause of death was unknown. The physician indicated it was unknown whether the pre-implant balloon dilation contributed to the embolism but did not attribute the embolism or the death to the valve or dcs. A medtronic guidewire was used for the procedure. Additional information was received that the medtronic guidewire did not cause or contribute to the hypotension or death.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Continuation of d10: concomitant medical devices in use during the event include: product ID: {stedi-3}; product serial/lot number: {unknown}; product type: {0195-heartvalves}; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed with a 26 millimeter (mm) non-medtronic balloon due to it being standard for the implanting physician. The valve was then inserted into the patient and deployed to 80%, were it was then noted that the valve was positioned too deep. Subsequently, the valve was recaptured and then repositioned before it was deployed to 80% again. At 80% deployment, it was again noted that the valve was positioned too deep. Resultingly, the valve was recaptured for a second time. On the third deployment attempt, the patient became hypotensive prior to valve deployment. After the valve was deployed, cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram and angiogram were then obtained, which showed no evidence of annular rupture or pericardial effusion. Ultimately, the patient died. Per the physician, coronary embolism was a potential cause of patient death. Per the physician, the procedure did cause/contribute to the patient death. Per the physician, coronary embolism following the post-implant bav was a potential cause of death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 12-aug-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed with a 26 millimeter (mm) non-medtronic (true) balloon due to it being standard for the implanting physician. The valve was then inserted into the patient and deployed to 80%, were it was then noted that the valve was positioned too deep. Subsequently, the valve was recaptured and then repositioned before it was deployed to 80% again. At 80% deployment, it was again noted that the valve was positioned too deep. Resultingly, the valve was recaptured for a second time. On the third deployment attempt, the patient became hypotensive prior to valve deployment. After the valve was deployed, cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram and angiogram were then obtained, which showed no evidence of annular rupture or pericardial effusion. Ultimately, the patient died. Per the physician, coronary embolism was a potential cause of patient death. Per the physician, the procedure did cause/contribute to the patient death. Per the physician, coronary embolism following the post-implant bav was a potential cause of death. Additional information was received that the cause of death was unknown. The physician indicated it was unknown whether the pre-implant balloon dilation contributed to the embolism but did not attribute the embolism or the death to the valve or dcs. A medtronic (stedi 3) guidewire was used for the procedure.